Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient.(B)(4)

Event description:
Treatment of an aneurysm. It was reported that there are three flow-related aneurysms on the right mca which supplied the avm arterially. The distal and proximal ends of the aneurysm were embolized with coils. The fusiform intermediate and wide neck proximal aneurysm were implanted with two pipelines. Angiogram was performed and demonstrated extravasation at the posterior aspect of the avm nidus. The avm was embolized with glubran and angiogram no longer demonstrated extravasation. The procedure was completed and patient sent for CT, which showed m1 slow filling. It was reported the patient had an infarction and subsequently expired.